Event description:
It was reported the patient no longer had stimulation. The sjm representative met with the patient and determined the ipg would not communicate with external devices. It was reported the patient had failed to recharge the ipg. There was no planned course of action as the patient was undecided regarding whether to replace the ipg.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.